Manufacturer narrative:
The initial MDR 2247117-2016-00094 was filed on december 27, 2016. Additional information (02/22/2017): the customer stated that incorporating centrifugation procedure after performing a mix and prior to running the patient samples has reduced the discordant results. The customer has stopped running the patient samples in duplicate.

Manufacturer narrative:
A siemens customer service engineer (cse) and regional support center (rsc) specialist were dispatched to the customer site. The cse performed a complete system check and verified the functioning of tube processor, luminometer, chains, dual resolution dilutors, and probes. The rsc specialist determined that the customer had left the bulk bottle at room temperature after filling the system reservoir. The bulk substrate used to fill the system reservoir is expected to be stored at 2-8 degrees celsius when not in use or being brought to room temperature to fill the system reservoir. After filling the reservoir, the bottle should be returned to the refrigerator. The rsc specialist observed sample level sense errors which indicated that uncovered tubes were not being seated in the rack or propped up. The rsc specialist also determined that certain samples showed red blood cell rings and pellets, which was indicative of poor sample handling. It was also determined that on-board pre-treatment tubes were not being turned over or discarded regularly. The rsc specialist discussed proper handling conditions with the customer. The cause of the discordant igfbp-3 results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant insulin-like growth factor binding protein 3 (igfbp-3) results on multiple patient samples on an immulite 2000 instrument. The customer was running all patient samples in duplicate. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting different from one of the initial replicate results. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant igfbp-3 results.